Event description:
Revision surgery - the pt had their original surgery in (B)(6). While in physical therapy, they heard a "pop" and the shoulder was in extreme pain; the shoulder has dislocated anteriorly.